Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the holder separating from needle with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® c&s transfer straw kit needle inside the transfer straw was dislodged and loose from the straw. The following information was provided by the initial reporter: "holder separated from needle, sample in warehouse had the needle come trough the plastic bag, it was broken inside the box and the needle had punctured thru the box."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® c&s transfer straw kit needle inside the transfer straw was dislodged and loose from the straw. The following information was provided by the initial reporter: "holder separated from needle, sample in warehouse had the needle come trough the plastic bag, it was broken inside the box and the needle had punctured thru the box."